Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2026, it was reported by a sales representative via sems-(B)(4) that an (B)(4) centrifuge caused a burning smell when cartridge was inserted. This occurred in the operating room. Patient involvement was not indicated.